Manufacturer narrative:
(B)(4). D10 ¿ (B)(6) tprlc 133 type1 bm so 13.0 lot #7281564. (B)(6) g7 osseoti 4 hole shell 56mm f lot #66589986. (B)(6) g7 neutral e1 liner 36mm f lot #7554424. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure four days post implantation due to leg length discrepancy. The patient's left leg was longer post-op. All devices were explanted and exchanged. There is no additional information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a health care professional but were not sent to a radiologist because two images are dated post op. And one image is pre implant without implants. Radiology would need to have images from post revision to compare with prior images to assess for any discrepancies in lld and these were not provided. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.